Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was emitting a beep tone. Interrogation of the ICD noted a fault code that indicated the shocking capacitors could not charge within the alotted amount of time.